Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device [121881752/ 4489113] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation was performed for the finished device [121881752/ 4489113] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. H11 additional narrative: added: d10

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When placing the ceramic insert inside the acetabular shell, the surgeon used a suction device. When he was happy with the placement of the insert, he removed the suction device and tried to implant it with the impactor provided by the company for that effect. At the first impaction, the ceramic liner broke. As it was stuck in the shell, the shell had to be removed and replaced by another one. Surgeon had to go a size up and decided to use a polyethylene liner.